Event description:
The customer reported a blurry picture and color streaks during inspection for use involving an olympus rigid video laparoscope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose light guide adapter and objective frame dents and scratches on distal frame. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction is not detected and the most probable cause of the newly found malfunction is traced to component failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.